Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in tubing) occurred on the homechoice (hc) during use. The technical service representative (tsr) had the home patient (hp) close the transfer set and clamps, then cycle the power. The tsr explained the alarm and advised the hp to start over with all new supplies. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.